Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name- (B)(6). Customer address- gangpo village committee, guangpo town, lingshui li autonomous county, hainan province

Event description:
It was reported that gastrointestinal videoscope had noisy image. The event occurred during inspection for use. There were no reports of patient harm.